Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined the cause of the reported issue was due to an electrically shorted diode, designator cr30, on the therapy pcb assembly. When this occurs, the device logs an error code in its memory and may deliver a monophasic shock at a reduced energy level.

Event description:
A third-party service agent contacted physio control to report that their customer's device would deliver monophasic shocks. In this state there will be a partial loss of defibrillator output energy due to a loss of a portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio control. A third-party service agent evaluated the customer's device and was able to reproduce the reported issue. After replacing the therapy pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to customer. Device evaluated by the third party agent.

Event description:
A third-party service agent contacted physio control to report that their customer's device would deliver monophasic shocks. In this state there will be a partial loss of defibrillator output energy due to a loss of a portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported event.